Event description:
Ous MDR - during a routine follow-up, after an implantation period of approx. 21 months, oversensing was observed on this lead. The signals were inconsistent and seen at different times throughout the cardiac cycle. Normal lead measurements. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the rv channel and on the ff channel which led to vf detection as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular around 58 cm distal to the df4 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the noise which led to vf detection as reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. The provided x-ray images show the lead in the implanted state with an increased slack level which might have affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the lead demonstrated cuts in the insulation and deformations of the svc shock coil. These damages most likely occurred due to mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.